Manufacturer narrative:
UDI I# is not available.

Event description:
It was reported that during a procedure it was found that patient was experiencing high impedances in all the contacts. As a result surgical intervention is anticipated to address the issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.